Event description:
It was reported that the patient experienced ineffective therapy. The patient underwent an implantable pulse generator (ipg) replacement procedure, and the patient was doing well postoperatively. The explanted device will not be returned due to facility protocol.